Event description:
At the end of a turp procedure where a karl storz resectoscope set was used, there was a "poosh exploration sound". Surgeon examined pt and found that the bladder had been ruptured. Open surgery was performed to repair the rupture.pt condition fine post procedure.